Event description:
A 3.0 diameter x 24mm length ave gfx stent was inserted into the coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled into the guide catheter while engaged in the coronary artery. Upon removal, the stent dislodged from the stent delivery system and migrated to the pt's "leg". The physician did not follow the instructions for removal of an undeployed stent when it was pulled into the guide catheter. The stent remains within the pt's peripheral arterial vasculature. The target lesion was treated, successfully, with another MFR's stent. There was no add'l clinical sequelae reported relative to the event, and the physician "does not blame the stent".